Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient presented with the battery sitting perpendicular to the skin. It was causing patient discomfort. The patient experienced weight gain since implant. The physician does not know the specific amount. The issue was reported to be resolved at the time of the event. Surgical intervention did occur. It was reported that the pocket was opened, a new pocket was created below the existing pocket and capsule. The device was placed in a tyrx pouch and placed in the newly created pouch. The incision was closed in multiple layers. No further symptoms or complications reported.